Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the shock measurements have been high for the past years. Also, was observed that this ICD reached a battery status of elective replacement indicator (eri). A save to disk was sent in for engineering analysis and it was confirmed that this ICD is depleting normally and the eri was declared due to high voltages charges in excess of 15 seconds consumption. This is a secondary mechanism for setting eri and is not tracked by the longevity calculation algorithm. Engineering analysis confirms 90-day eri to eol (end of life) in case more time is needed. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the revision procedure of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Upon review, it was noted that the shock measurements have been high for the past years. Also, was observed that this ICD reached a battery status of elective replacement indicator (eri). A save to disk was sent in for engineering analysis and it was confirmed that this ICD is depleting normally and the eri was declared due to high voltages charges in excess of 15 seconds consumption. This is a secondary mechanism for setting eri and is not tracked by the longevity calculation algorithm. Engineering analysis confirms 90-day eri to eol (end of life) in case more time is needed. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.